Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number cannot be provided at this time.

Event description:
Global pharmacovigilance (gpv) provided information from a consumer of patient touch contamination and rip of the catheter resulting in peritonitis in a male patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer service (bcs), the following was reported: on an unreported date, the patient made the mistake/touch contamination and the catheter tube ripped which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the events. Treatment was not reported. The patient was recovering from the event of peritonitis. The outcome for the patient was not reported. Causality was not reported. On (B)(4) 2012, the following information was received: the facility nurse confirmed this case. On an unknown date in 2012, while in the hospital, the patient was started on hemodialysis therapy. On an unreported date in (B)(6) 2012, the patient was discharged. Per the nurse, the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was not performed as no lot number was identified. This complaint for use error - breach in aseptic technique is confirmed because the nurse confirmed the patient made a mistake/touch contamination and the catheter tube ripped, which is a use error that can cause peritonitis. The cause of the use error - breach in aseptic technique was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.